Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, according to the pt's attorney, the pt experienced pain, recurrence, dyspareunia, vaginal scarring, infection and urinary problems. No other information is available.